Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of even can occur: under recommendations for use: "4. The compositcp 60 interference screws must be screwed in thanks to a specific screwdriver. No other screwdriver, however similar in appearance must be used, since doing so may lead to screw breakage."

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2015, the composite screw fractured on the second twist during implantation. Another of the same screws was used to complete the procedure.